Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal to mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no problem upon crossing the lesion, but the balloon ruptured at 4 atmospheres. The procedure was completed with another of the same device. There were no complications reported.